Manufacturer narrative:
Initial reporter facility name: (B)(6). The sample was received for evaluation with a cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted a broken occlude feet on the light blue main body. Functional clear passage testing was performed with no issues noted; leak and clamp function testing revealed fluid flow through the set with the clamp in closed position. The condition was verified. The cause of the broken occlude feet could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a minicap extended life pd transfer set, broken occlude feet on the light blue main body was identified which resulted in fluid flow through the set with the clamp in the closed position. There was no patient injury or medical intervention associated with this event. No additional information is available.